Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A sample was received for evaluation. A functional inspection was performed and the reported issue was confirmed; leaking was found at the connector. A root cause may be due to lack of solvent used during the bonding process. The manufacturing personnel involved in the process were notified about the reported condition. The solvent dispenser was evaluated and the sampling plan was increased. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 02/15/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports the extension set is leaking at the connection where the xmas tree connection is at. A patient was involved. No medical intervention required. Lot number is unknown.